Event description:
The customer reported that the system displayed a footswitch stuck error message at boot up. This happened during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The service rep had the customer replace the foot switch. The customer reports that the system is working as intended and put back in service.